Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a pressure related issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the alarmed reported issue. The fse tested the pressure and vacuum side of the motor, and the unit passed to specifications. However, the fse observed a "low vacuum" alarm in the logs. The fse ran the pump on high heart rate with trainer and balloon, and was not able to duplicate the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a pressure related issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.